Event description:
Per the clinic, the patient experienced a performance decrement with the device, resulting in loss of benefit. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.